Manufacturer narrative:
The insulin pump was received with missing segments and with multiple horizontal clear lines on the lcd glass due to cracked zebra connector on the lcd board. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current test due to multiple missing segments on the lcd glass. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer stated that the display showed like a bar code. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer's blood glucose was 5.4 mmol/l at the time of incident. The insulin pump will be returned for analysis.